Event description:
It was reported that a minicap extended life pd transfer set was damaged (severed tubing). This was observed during setup for peritoneal dialysis therapy. The patient did not notice any issue prior to the event and the transfer set was not manipulated with scissors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a silicone tubing cut in two pieces. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.